Event description:
It was reported that an ilet user experienced sustained hyperglycemia with dexcom g7 readings over 400 mg/dl, pump readings over 300 mg/dl, and confirmatory fingerstick results indicating glucose above 600 mg/dl; the user later reported readings around 351 mg/dl and trending downward after supply changes and continued monitoring, with no reported symptoms and no hospitalization. Symptoms included no reported clinical effects. Outcomes included transient elevated glucose readings that trended downward without medical intervention or hospitalization. Investigation included remote troubleshooting, review of device and cgm history including an observed sensor issue alarm, confirmation with fingerstick testing, and supply replacement. Investigation of this case revealed no confirmed device malfunction of the ilet pump and suggested a possible cgm sensor performance issue given the sensor alarm and discordant extreme values, while fingerstick confirmed true hyperglycemia at one point. It was concluded, based on previously established findings for similar reports, that the cause was unclear given mixed data and absence of replicable device fault. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.